Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced severe pain in the back and had bouts of incontinence. It was unknown if these symptoms were device related. The patient was hospitalized, and a magnetic resonance imaging (MRI) was performed.